Event description:
It was reported that a touchscreen responsiveness issue occurred with the customer's insulin pump, where the screen was not responding to input. There was no reported impact to the customer's blood glucose level. The customer attempted a pump reset, but it did not resolve the issue, leading to the replacement of the pump by technical support. The customer was informed about the pump replacement and provided with instructions for returning the defective pump using a pre-paid label and return box.